Event description:
It was reported that the customer experienced error code 319, (system_err_node_not_present_startup) indicating that a node configured to be present did not respond during system startup. Customer performed a power cycle prior to calling with no change. System logs indicate a 319 fault on the endoscope controller (ec). Customer verified the ec power switch is on but the light on the front of the ec is off. Technical support engineer (tse) had customer perform a hard power cycle on the vision side cart (vsc) with no change. Customer reseated the orange fiber jumper and power cycled the system but the 319 fault remains. Customer does not have another vsc available to complete the case. The procedure was aborted with no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced endoscope controller (ec) to resolve the error message 319. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ec was analyzed and found to have component / module issue. The complaint was confirmed based on investigation results, which indicates that the device may have contributed to the customer reported issue.